Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump was not delivering the appropriate amount of insulin after the customer requested a 12 unit bolus. Tandem technical support verified the customer should be seeing 16 drops of insulin and the customer was reportedly only seeing 6 drops after delivering a mock 12 unit bolus. Additionally, the pump insulin gauge was inaccurate. Customer's blood glucose was 250 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.